Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a reversal of a heartman's pouch when the purse string was performed, the green indicator bar was visible on the stapler and they fired, but the donuts did not form properly. To correct the condition, they hand sewed the staple line extending the procedure by 3 hours. No reinforcement material was used.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one single-use stapler. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.